Event description:
An endeavor rx drug-eluting stent was implanted into the patient for treatment of a coronary lesion. It is reported that 54 months post implant the patient expired due to unknown cause. Investigator has indicated that death was not related to the study stent or index procedure. No further information provided.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death).